Event description:
It was reported that the customer was receiving a no delivery alarm. Before starting the troubleshooting, it was found that the customer was using expired infusion sets and reservoirs. Customer was advised not to use expired supplies because it does cause occlusions. Customer was also advised that he would be sent some in date supplies so that the insulin pump could be tested for no delivery alarms. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.